Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not been received. Upon the return of the product a supplemental report will be sent with the investigation results. The design history record review is pending and will be submitted by a supplemental report.

Event description:
It was reported that the ev1000a platform system was being tested at the facility by an edwards clinical field representative and it was found to have an inaudible alarm sound. The alarm sound was either too low to be heard properly or the sound would turn off completely, then come back on. There was no patient involvement.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
One panel and databox were received for product evaluation. The panel and databox were booted up for testing and analysis. Both panel ethernet ports connected successfully without any issues noted. The touchscreen was tested and functioned properly. The alarm on the databox was examined and it functioned comparable to a known good working databox when the ethernet cable is disconnected. The alarm volume setting on the panel was set at medium when received. The panel alarm volume was also comparable to a known good working panel on all volume settings. When tested the alarm volume did not turn off completely nor turn off and come back on. There was no defect found. The device service history record review was completed and all manufacturing inspections passed with no non-conformances. It is common clinical practice to inspect all products before usage. These products are used by highly trained clinicians, experienced in identifying and mitigating any hazards that arise during use. If an issue is found with the system, it can be exchanged for another one, causing a minor delay in treatment or monitoring. In this instance, there was no defect found with the system and no patient involvement. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.